Event description:
A baxter repair tech reported an infusion pump with failure code 812:02 which occurred during service. The hosp rep stated that there have been no reports of any pt incdient involving this pump since the last baxter service event.